Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who received lioresal (2000 mcg/ml, 360 mcg/day, unknown lot number) in an implantable pump for intractable spasticity and familial spastic paraparesis. The pump was refilled and a concentration change was made from 2000 mcg/ml to 500 mcg/ml on (B)(6) 2016. The dose was decreased to 200 mcg/day. It was unknown what programming was performed on that date. The event logs confirmed there were three updates done with the pump (B)(6) 2016. The patient awoke on the morning of (B)(6) 2016 and was unable to move. The patient tried to contact his managing hcp, but the hcp was unable to be reached. The patient then presented to the emergency room (ER). A sternal rub was done to wake the patient up and the daily dose was decreased 44% by the ER physician. They were supporting the patient's "abc's" (airway, breathing, circulation) and would continue to monitor the patient. The patient followed up with their managing physician on (B)(6) 2016 for a possible dose change. The managing hcp indicated the patient was overdosed while bridging to a low concentration; 300% increase of daily dose. The inability to move was related to the reported dose "decrease." The patient recovered and regained normal functioning. History: henoch-schonlein purpura (hsp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.